Event description:
It was reported that the user experienced hyperglycemia with a cgm reading around 400 for approximately 90 minutes after a morning supply change on an ilet system, later confirming a fingerstick blood glucose of 225 mg/dl and calibrating the sensor; the removed infusion set did not exhibit a bent cannula and no device component anomaly was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.